Event description:
The insufflator tubing disconnected from the hub that attaches to the insufflator machine during laparoscopic cholecystectomy surgery. We could have suddenly lost pneumo-causing the surgeon not to have visualization of the abdomen.